Event description:
It was reported that the pump button was extremely difficult to press and customer has to press it in a very specific manner in order to operate the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.